Event description:
From staff: mynx vascular closure device broke during deployment. Physician noticed and held manual pressure. No harm was done to the patient. Equipment sequestered and kept in bin in equipment closet.